Manufacturer narrative:
Report n.1 of 3: report #2) 0001920664-2018-00140. Report #3) 0001920664-2018-00141. We received the additional information stating that the patient underwent a successful keratoplasty and pars plana vitrectomy. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Report no.1 of 3: the device history review was completed with no anomalies noted. Further investigation is underway.

Event description:
A report received from the distributor in (B)(6), stated that on 3 consecutive cases, the patients suffered a capsular rupture during phacoemulsification. Patients required anterior vitrectomy. No updates were provided on patients conditions.